Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom. (B)(4). Patient information requested.

Event description:
Clinic reported a patient who experienced a cubital nerve injury in the left arm and muscle atrophy in left hand ~5.6 months post miradry treatment. As of 5.8 months post-treatment, the patient was referred to a plastic surgeon that specializes in hands and received a consultation for a surgical procedure to alleviate the symptoms.